Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed and inaccessible. A field service engineer (fse) inspected rails and all connections, ejected kiwi pockets, and cleared medications and debris from underneath. Performed open and close testing then unable to reproduce the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 required storage space recovery as it was not closing fully, it was manually closed and temporarily cleared, but the issue reoccurred, causing the drawer to fail again and become inaccessible. However, there were no delay in patient care and no adverse events or injuries reported based on this event.